Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated while in use. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The complaint was verified through quality and production testing. Maximum temperature for the attachment head exceeded iso 13732-1 and es-1104 for maximum allowable temperature standards. The attachment exhibited a temperature increase during free run testing of 43.8 degrees celsius and under load of 79.6 degrees celsius. Maximum allowable temperature at the time of testing was 41.7 degrees celsius. Instability of the set due to released ball bearings, abrasive wear to the teeth of the gears and excessive debris created friction within the head resulting in the increase in temperature.